Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing were performed and passed. Receiver functional testing was performed and failed due to speaker test is below specification. G5 global communication tool tone at medium testing was performed and failed. Manual functional tests "try it" was performed and failed. Open receiver case for internal visual inspection was performed and failed due to defective speaker. Measure the speaker resistance was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.